Manufacturer narrative:
Follow-up #1: date of submission 30-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 15-mar-2018 with the following findings: during the investigation, a review of the bolus history showed the delivered boluses on each day matched correctly to the total daily dose bolus history. On (B)(6) 2018 at 19:17 a replace cartridge alarm was recorded with the deliveries resuming at 19:38. A basal edit not saved alarm was recorded on (B)(6) 2018 at 18:41, which indicated the user attempted to edit the basal rate, but did not select save. Investigators manually performed a 10 unit audio and 10 unit normal bolus, and both were accurately recorded in the bolus history and bolus tdd history correctly. No hypersensitive or stuck keys were observed on the keypad. The pump was exercised for 24 hours with a 2.0 unit per hour basal rate, and at end testing the basal history correctly showed 2.0 units per hour and the tdd showed 48.0 units. No errors or alarms occurred during the testing. The tdd¿s added up correctly, and reflect the users programmed basal rates. The pump passed delivery accuracy testing, and was found to be delivering accurately and within range. Investigators were unable to duplicate the complaint of the pumps bolus totals calculating a greater than 5% discrepancy during this investigation. Unrelated to the original complaint, the battery compartment was found to be cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) in the 300¿s mg/dl with excess urination and a headache associated with an alleged inaccurate delivery. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient self-treated with an insulin shoot to bring reduce their bg level. Troubleshooting with customer technical support (cts) revealed that the basal delivery totals in the total daily dose matched as programmed and the basal history matched the active basal program settings. A review of the bolus history showed that the bolus totals did not match and the difference was greater than 5 percent; a cause for the bolus discrepancy could not be identified during troubleshooting. The reported blood glucose excursion does not meet the criteria of a serious injury. This complaint is being reported as a non-serious injury associated with an alleged inaccurate delivery issue.